Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-2007-00741 for delivery device used with this lens.

Event description:
After the lens was inserted into the pt's eye using the delivery device the haptic was found bent. The lens was removed and replaced.